Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has nausea, dizziness. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found evidence of sound abatement foam degradation/breakdown in the base unit. The manufacturer found dust/dirt contamination throughout device enclosure and in the airpath. Evidence of water ingress on the blower and blower box. Slight black particulate was observed throughout the airpath of the device with consistent keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of dust/dirt contamination throughout device enclosure and airpath, slight black contamination at the blower seal of the blower box with consistent keratin contamination. Section h6 health effect - clinical code was missed in initial report was updated in this report.